Event description:
It has been reported to philips that the system would not start. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) restored the host pc contacts and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. The system logs were checked. Upon troubleshooting, it was identified that false host pc contacts were found. The service engineer restored the contacts, performed pc diagnostic tests and power-on tests to resolve the issue. After this repair, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.